Event description:
Customer states they were not feeling well and performed a blood glucose test and received a result of 94mg/dl. 911 was called due to the symptoms the customer was having. Emergency medical technician's arrived and performed a blood glucose test and received results of 61 & 50mg/dl. The customer was given glucose gel by mouth. The customer was taken to the hospital where they received a result of 105mg/dl. The customer was put on a sodium drip. On second occasion customer felt low and took a reading and received a result of 85mg/dl. The customer took glucose tablets. The customer was again taken to the hospital and they performed a test and received a result of 55mg/dl. The customer was put on a sodium drip once again. Customer states that controls were run but values were not provided. A request was made for the return of the suspect device and replacement product was sent.